Manufacturer narrative:
Event date was requested and the customer states that he can't remember.

Event description:
The customer reported that the blower is not running. The customer reported there was no patient involvement.